Event description:
The catheter was found kinked in the distal section during device preparation. The catheter was replaced. The procedure was completed successfully.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter is broken approximately (44.7cm) from the distal tip. There are also kinks approximately (35.6cm), and (38.1cm) from the distal tip. Conclusion: the complaint has been evaluated and confirmed. The complaint describes that the catheter broke while the physician was trying to control the catheter's position. If the force on the catheter is greater than the tensile specification of the material, the catheter may break. The break in catheter shaft is proximal of the mid joint bond approximately (5.4 cm). This location is at a material junction. The product is inspected during processing and after processing. All damaged products are rejected. The catheter break likely occurred due to excess tensile force placed on the catheter during manipulation in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.